Manufacturer narrative:
Made corrections on the device code grids (problem, patient outcome, health impact, evaluation method, evaluation results, component, and conclusion).

Event description:
During the evaluation of the device at the third-party service center, there was evidence of a burnt pca. During the investigation, several components of the device were found to have issues: front enclosure & internal cable and shield, and sieves are burnt. Oxygen side and air side are defective, compressor tubing is damaged, labels need to be replaced. The device will be sent to pil for further investigation.